Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was moving in the pocket and causing irritation due to the sutures breaking. Surgical intervention took place wherein the ipg was sutured in the pocket and replaced due to becoming inoperable during the procedure (manufacturer report number 1627487-2023-01521).

Manufacturer narrative:
The reported observation of ¿ipg moving in pocket¿ could not be confirmed. The root cause was not ascertained through mechanical and electrical testing. The ipg header suture anchors were intact without damage. No x-ray was provided. The device was successfully recovered using the universal engineering programmer (uep) and subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.